Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that starting in (B)(6) 2016, the patient had a difficulty recharging as there was poor coupling. It was confirmed that the implantable neurological stimulator recharger (insr) antenna was positioned but when the patient would look down, no coupling boxes were shaded. The patient previously met with a manufacturer representative (rep) but the consumer was not there so it is unknown what troubleshooting was performed. It was recommend that the patient and consumer follow-up with the rep for additional troubleshooting. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.